Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2012. During the procedure, the device stopped cutting while both coring and shaving a large fibrous uterus. The case was converted from a laparoscopic hysterectomy to an open hysterectomy with an abdominal incision. No additional patient consequences were reported.

Manufacturer narrative:
The hand piece began working intermittently and then stopped working altogether. To complete the procedure, a laparotomy incision was made and the hysterectomy was completed.

Manufacturer narrative:
(B)(4). Conclusion no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2013-00069 and medwatch 2210968-2013-00077 and medwatch 2210968-2013-00080. The same patient is represented in each medwatch.